Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could be fired without any difficulties at the first (on the pulmonary artery) and the second (on the pulmonary vein) firing. When the device was fired on the lung parenchyma at the third firing, a breaking sound was heard at the third stroke. Then, the handle was split in two. The knife did not return to the home position automatically, so the jaw was opened with the manual release lever. The deployed staples were formed properly. No bleeding occurred and no leak was found. Since the target tissue was quite thick, the green cartridge was used at the firing. Reinforcement material was not used. The doctor felt no difficulties at the firing. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec60 device was received with the 3-stroke indicator disk broken, the handle shrouds partially separated and one fully fired cartridge reload. The device was tested for functionality with a test reload and it fired and formed all staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if one ec60 device was received with the 3-stroke indicator disk broken and one fully fired cartridge reload. The device was tested for functionality with a test reload and it fired and formed all staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. In addition, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.